Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that almost 4 years after the dental implant and abutment were placed in ada site 10, the implant had lost osseo- integration in type ii bone clinician reports an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that almost 4 years after the dental implant and abutment were placed in ada site 10, the implant had lost osseo- integration in type ii bone clinician reports an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.